Event description:
Pt with longstanding rheumatoid arthritis, and complicated medical history with severe autoimmune neuropathy and retinal vasculitis underwent two prosorba column treatment. Pt had recently undergone 2 weeks of "neumega" injections for thrombo-cytopenia induced by cytoxan. Pt experienced signs and symptoms of congestive heart failure while receiving neumega (oprelvekin), necessitating its discontinuation. Pt started prosorba treatments approximately two weeks later. A catheter was put in place for prosorba treatments. During evening after each of two prosorba treatments, pt experienced symptoms suggestive of congestive heart failure-shortness of breath, orthopnea, dyspnea on exertion, cough. Symptoms resolved after first treatment with lasix therapy but persisted after second treatment, necessitating hospital admission 11 days after prosorba treatment. Chest x-ray revealed cardiomegaly and pleural thickening (of unclear etiology), no evidence of vascular congestion; lung scan was negative for pulmonary embolus; cardiac echo revealed cardiomegaly. While hospitalized, pt treated with pulse (high dose) solu-medrol and oxygen with some resolution of shortness of breath. Pt declined biopsy or other invasive diagnostic procedures. Pt was subsequently discharged to home. Pt has dermal lesion under evaluation for fungal, myobacterial, or infectious etiology.